Event description:
Guidewire v-19 short taper with ice hydrophilic coating control wire utilized in interventional cath procedure was noted to be frayed. Imaging showed a thread like piece sheared off and was left in the body.